Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 cautery heating element (heater wire) separated from silicone. Wouldn¿t burn. They noticed something was wrong after seeing the jaws on the screen so they pulled the cautery out and found that the silicone was separated from the metal heating element of the jaw. It would not heat when activated. Nothing detached from the device completely and they finished the case using a new kit. No patient harm.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/01/2022. An investigation was conducted on 08/15/2022. A visual inspection was conducted. Signs of clinical use and light evidence of blood were observed. The heater wire was observed to be flexed away from the base of the hot jaw and completely detached from the tip of the hot jaw. The clear insulation of the hot and cold jaws was observed to be intact with no visual defects observed. Due to the bent state of the heater wire, no electrical testing was conducted. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000242413 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a